Event description:
It was reported that while opening the preloaded intraocular lens (iol), the surgeon pushed the injector forward and broke the lens. Account provided that the product is available for return. No additional information was received.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information and corrected data: this supplemental filing is to update the fields below per additional information received as it was provided that the suspect lens is of the same model/catalog number as the one submitted in the initial MDR; however, the serial number is different. The following fields have been updated accordingly: section d4 - serial number: (B)(6). Section d4 - expiration date: feb 19, 2026 section d4 - unique identifier (UDI) number: (B)(6). Section h4 - device manufacture date: feb 18, 2023 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.